Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A revision surgery to implant an expedium to the l1-5 for spinal canal stenosis was performed on (B)(6) 2016. When the reported screw was being inserted halfway, the patient's bone was solid and the tip of reported screwdriver was fractured. Since the surgeon could not remove the screwdriver because a fractured metal is buried in the screw, he tried to remove it by gripping off the screw shaft using power grip (3003-4002) but this attempt was failed. Thus, he removed the flexibility between the screw and the head by positioning a short rod on the screw, and then removed the screwdriver by mmsi rod stabilizer (2797-12-500). The surgery was successfully completed with a 7mm tap and new screw. There were no patient injury / consequences, but due to the event there was 10 minutes surgical delay. The surgeon inferred that the screw should not have inserted by under tap as the patient's bone is solid. There is also reported that the screwdriver had been used for 8 years.